Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) explained it was an air alarm. The hp had already spoke to the nurse and disposed of the supplies with the nurse. The hp was connected at the time of the alarm and did not disconnect, all bags were properly spiked, no extensions were used, there were no open clamps on unused supply lines, no leaks and the proper procedures per the user manual were review with the hp. The hp would restart therapy the follow day. . Global product surveillance (ps) contacted hp's wife for the reported problem on (B)(6) 2012. The wife stated that the hp drained manually and ended therapy. The wife did not notice any defects with the original cassette. The wife had discarded the original cassette and did not have a companion or know the lot number. The peritoneal dialysis nurse (pdrn) contacted p) on (B)(6) 2012. The pdrn stated that the h) did not have any medical issues or injuries related to the reported problem. The pdrn stated that the hp was continuing with therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.